Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 218991 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000/ lot 218991 and device part number 195-430h/ lot 215893. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. H3 other text : device discarded; single-use device.

Event description:
The customer reported unconfirmed false positive results with the binaxnow covid-19 antigen card performed on and after (B)(6) 2022 involving around 10 patients and one lot number 218991.the test was performed with the kit swab on nasal samples. This MFR. Report addresses result four (4) of ten (10). Additional testing was performed using another binaxnow covid-19 antigen card performed on an unknown date with another lot number and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.